Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: device 1: balloon would not deploy, device 2: balloon burst and device 3: trocar not sealing with 10mm scope inside during inflation/insufflation. Was the device used in patient: yes. Current patient status: ok. Was there patient injury/hazard: no. Was there user involvement?: yes. Was there user injury/hazard?: no. Unanticipated tissue loss? No. Unanticipated blood loss more than 500cc: no. Was the delay over 30 minutes: yes. If yes, did delay affect the patient? No. Dr. (B)(6) ultimately used a viable trocar from one device with a viable balloon dissector from another to complete the case.